Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 09/28/2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Checked interconnect cable where it inserts into the mobile viewing system (mvs) and noticed the cable holder was loose, so re-tightened the part that holds the cable in the mvs. Internal cables were intact. System performed as intended. No parts have been received by manufacturer for analysis. No parts were replaced.

Event description:
A site representative, radiographic technologist (rt), reported that the outer coating of an imaging system umbilical cable appeared to have pulled back slightly, exposing some of the internal wiring within the cable. Imaging system is still fully functional. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Review of this event by a senior quality engineer found that the reported event did not pose a safety risk to the user as the internal wires are insulated. There is no potential to result in harm unless something else cuts the internal wires and exposes the bare wires, which wasn¿t the case. The work order summary from the field service engineer's site visit states that the ¿internal cables were intact¿ and so the fse simply retightened the part that holds the cable to the mvs (mobile viewing station).